Event description:
A customer reported receiving a notification from their pump to change the cartridge, which resulted in the suspension of basal delivery. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.